Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, tv and cystocele repair due to endometriosis, menorrhagia, enlarged uterus, pelvic pain, pop and urinary stress incontinence. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, extrusion, infection, erosion, dyspareunia and neuromuscular problems. It was reported that patient experienced stage iii cystocele, stage ii rectocele and mesh exposure and underwent mesh excision of posterior vaginal wall mesh and cystourethroscopy on (B)(6) 2012. The patient also underwent revision due to bleeding and pelvic pain on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.